Event description:
It was reported that the patient experienced telemetry issues and an error code from the device. The patient had not recharged their device for 11 weeks, therefore an overdischarge was suspected. It was determined that the device may need to be explanted. The patient indicated that they had not had any other medical procedures, and that the physician had moved the ins from the right side to the left side. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-56 lot# v164540 serial# implanted: 2009-(B)(6) explanted: product typ lead product ID 3888-45 lot# v195596 serial# implanted: 2009-(B)(6) explanted: 2009-(B)(6); product typ lead product ID 3888-45 lot# v305665 serial# implanted: 2009-(B)(6) explanted: product typ lead product ID 37752 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product typ recharger product ID 37743 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product typ programmer, patient product ID 3708240 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product typ extension product ID 3708220 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product typ extension product ID 3708220 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product typ extension product ID 37082-20 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product typ extension. (B)(4).